Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had a blank display. The customer¿s blood glucose level was 131 mg/dl at the time of the incident. The pump and the battery cap did not have any damage or corrosion. Troubleshooting was performed and insulin pump received and unexpected restart alarm and then shut off again. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the operating currents, self test and displacement test. No unexpected restart error alarm and no blank display anomaly noted during test.